Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited "white residual" that was found inside all channels. There was no patient involvement.

Manufacturer narrative:
This supplement report is being submitted to provide the correction results of the final investigation emdr. Corrected fields: b6 (ni removed), b7 (ni removed) d5 (health professional removed), d6 (ni removed), d9, e1 (removed section),e3 - occupation (nurse removed) e1 - region state initial: va, e1 - zip code extension(removed), e1 - zip code initial: 23434(removed), g2(removed), h3 (removed no). H6-health effect - impact code f26, medical device problem code -a1803, type of investigation-(removed b21), investigation findings-(removed c21), investigation conclusions d16(removed), h11. Updated fields: h2, h11. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.